Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported when nurse was connecting the handpiece to an fms vue ii fluid management and tissue debridement system, he felt a small electrical discharge. Per service manual operational and diagnostic, the reported failure was not confirmed. During evaluation, the reported issue cannot be duplicated. In addition, it was found a little dent on the lower case and a missing seal was identified. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The root cause of the reported failure cannot be determined since cosmetic defects unrelated were found, the damage on the lower case and the missing seal may be related to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device serial number: (B)(6), and no non-conformances related to the reported complaint condition were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device serial number: (B)(6) , and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by service request, that pre-operatively to an unknown procedure, when nurse was connecting the handpiece to a fms vue ii fluid management and tissue debridement system, he felt a small electrical discharge. For safety reasons they are sending pump for verification. No surgical delay or harm reported. No further information available.